Manufacturer narrative:
The monitor was returned for investigation and the response buttons were difficult to activate. Upon evaluation, the front response button was contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were difficult to activate.